Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. Bleeding, stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. The pump was not returned for evaluation as it was not explanted. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2018, the patient experienced a nontraumatic subdural hematoma and was taken to the or for evacuation. After the surgery, the patient was admitted to neurology intensive care unit and their course was complicated by worsening septic shock refractory to vasopressors and acute respiratory failure. The patient expired on (B)(6) 2018. It was also reported that on (B)(6) 2018, a vas cath was placed by interventional radiology. A transesophageal echocardiography was performed and no vegetation was found. The patient was bridged from heparin to coumadin. The patient¿s international normalized ratio was 1.6, and partial thromboplastin time was 50.5 seconds.